Manufacturer narrative:
Further information was requested but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the patient developed an infection at the ipg site, so the ipg and extensions were removed to allow the patient to heal. Date of removal is unknown.